Event description:
It was reported that a stage 1 revision was performed on the patient's right mako pka due to infection. All components were removed and a spacer was placed. Rep provided the primary implant sheet and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding infection involving a mako pka software/robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: review of the case session files was not performed as case session data was not provided. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob163 was inspected on (B)(6) 2011 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n (B)(4). , robot number: rob163 shows 1 similar complaints for pka software - infection. Conclusions: it was reported that the patient's left knee was revised due to infection. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. H3 other text : device not returned

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that a stage 1 revision was performed on the patient's right mako pka due to infection. All components were removed and a spacer was placed. Rep provided the primary imlant sheet and confirmed that no further information will be released by the hospital or surgeon.